Event description:
Customer reported that the sensor got stuck inside the serter. Then he inserted a new sensor that hit a bone and he was bleeding profusely; customer stated there was so much blood that it looked like he got shot. Customer complained about sensor reading discrepancy. He stated that it does not read how high is his glucose; at one point he has an 80 point difference between the sensor glucose and blood glucose reading. Customer declined to troubleshoot. Nothing further reported.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.